Event description:
Patient presented to surgeon with complaint of pain and an x-ray revealed a broken lcp dhhs sideplate. Hardware was removed, patient revised to a tfn. This is one (1) of two (2) reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.